Event description:
Procedure type: sils/chole. According to the reporter: while the instrument was inside the patient's cavity, the tip broke off. The tip was retrieved. A new device was opened to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
(B)(4)